Manufacturer narrative:
Event site: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights ¿ powerled ii. It was determined that the issue from the complaint is not safety and risk related. Then, on 22th january 2024, further information was provided by getinge technician following the visit at the customer site and device evaluation. The designated complaint unit employee confirmed based on photographic evidence that the wps power supply cables were loose on an electrical control cabinet, open at the top, without a cover, resulting a risk of electric shock. There was no injury reported, however, we decided to report the issue based on the potential of electrical shock for operator of the device.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ powerled ii. It was determined that the issue from the complaint is not safety and risk related. Then, on (B)(6) 2024, further information was provided by getinge technician following the visit at the customer site and device evaluation. The designated complaint unit employee confirmed based on photographic evidence that the wps power supply cables were loose on an electrical control cabinet, open at the top, without a cover, resulting a risk of electric shock. There was no injury reported, however, we decided to report the issue based on the potential of electrical shock for operator of the device. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. According to the analysis performed by subject matter expert: observed by technician on-site: wps is not installed and connected correctly. Wps is lying loosely on an electrical control cabinet, open at the top, without a cover, the can connection is not occupied. Curative action: the wps shall be re-installed properly. Root cause defined to be an installation issue. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.